Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps ? 6400. The complaint of failing accuracy -15% was not verified or validated. Event log revealed high pressure alarm upon starting pump. The testing fell within the published specification of +/-6%. No action taken as no fault could be found. Device then passed all testing.

Event description:
Investigation completed and summarized.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy 1 pump failed the volume accuracy test by a value of -15.6%. The product problem was observed during testing. There was no patient involvement.